Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
U-joint screwdriver shaft tip broke upon tightening of final screw implantation of 6.5 screw into trident psl cluster shell.

Manufacturer narrative:
An event regarding crack/fracture involving a trident driver shaft was reported. The event was confirmed. Method & results: device evaluation and results: based on a visual inspection it is concluded that hexalobular tip of screwdriver was broken off. The fractured piece was not returned with the device. No material or manufacturing defects were observed on the device features evaluated. Medical records received and evaluation: a review of medical records was not performed as none were provided. No further information was requested as it is not believed the failure was related to patient factors. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the investigation confirms that the hexalobular tip of screwdriver was broken off. The broken piece was not included with the returned driver shaft. The reported event described the screw driver broke at the tip during surgery. A visual investigation confirmed that the tip of the device fractured.

Event description:
U-joint screwdriver shaft tip broke upon tightening of final screw implantation of 6.5 screw into trident psl cluster shell.